Event description:
It was reported during an unknown time, the unit had exposed wires. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
During product evaluation, it was found that there were no metal wires exposed. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
During product evaluation, it was found that there were no metal wires exposed. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.